Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer used a new cartridge and the fill estimate was accurate. The customer's blood glucose level was not impacted.